Manufacturer narrative:
The accounts engineer isolated the issue to the bed pendant. He replaced the pendant to repair the bed.

Event description:
The accounts engineer stated that the head of the bed will run on its own intermittently.